Event description:
It was reported the patient ((B)(6)) was experiencing difficulty with the charging system locating the ipg and as a result, is no longer able to charge the ipg. The patient has lost weight. Adding space and use of a replacement charging system did not resolve the issue. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.